Event description:
It was reported that this system exhibited an out of range shock impedance measurement of 127 ohms. Additionally, pacing impedance was 1479 ohms on the right ventricular (rv) channel. Stable rv sensing and threshold measurements were observed. Review of the stored data identified the impedance measurements have been trending upwards over the last five years. There was no evidence of noise and arm maneuvers and device manipulation did not elicit any. The patient reported feeling a small amount of pain during manipulation of the associated device. The boston scientific local area representative suspects twiddlers syndrome may have resulted in movement of the device and is causing or contributing to the out of range impedance measurements. It was noted that this patient has a history of being problematic and has verbally abused boston scientific field representatives and technical services consultants. Additionally, the patient lives in a remote location which makes follow up visits and system evaluation challenging. The clinical observations will be escalated to the patient's physician to determine a management plan. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an out of range shock impedance measurement of 127 ohms. Additionally, pacing impedance was 1479 ohms on the right ventricular (rv) channel. Stable rv sensing and threshold measurements were observed. Review of the stored data identified the impedance measurements have been trending upwards over the last five years. There was no evidence of noise and arm maneuvers and device manipulation did not elicit any. The patient reported feeling a small amount of pain during manipulation of the associated device. The boston scientific local area representative suspects twiddlers syndrome may have resulted in movement of the device and is causing or contributing to the out of range impedance measurements. It was noted that this patient has a history of being problematic and has verbally abused boston scientific field representatives and technical services consultants. Additionally, the patient lives in a remote location which makes follow up visits and system evaluation challenging. The clinical observations will be escalated to the patient's physician to determine a management plan. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. Additional information was received stating the patient has not presented to the clinic for follow up evaluation. The patient's communicator was reconnected and the patient will be followed remotely. No adverse patient effects were reported.